Event description:
It was reported that the mega suturecut needle driver instrument was observed to be damaged. No further details regarding the instrument damage were provided. There was no report of patient involvement or patient injury. Isi followed up with the customer and obtained the following additional information: the reported issue experienced with the instrument was clarified as the instrument failed with no movement and the steel cable broke. The event was confirmed to have occurred during a recurrent herniorrhaphy surgical procedure. There was no injury to the patient as a result the issue or observation of fragments falling from the device into the patient anatomy. The procedure was completed robotically with a da vinci instrument of the same kind. Photographic images were not available for review, however, the instrument was confirmed as available for return and evaluation. Patient demographics and patient relation information was provided

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the date on which the reported issue occurred was confirmed as april 03, 2025.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.